Event description:
It was reported the single use fiber exhibited sparks were observed when laser was activated during stone dusting. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.